Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it remained within a safe range. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin therapy.